Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5090298/5170200.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All devices were explanted..

Event description:
It was reported that the patient was experiencing inadequate stimulation. All devices were explanted. Additional information was received that the explanted products were discarded.